Event description:
It was reported that an ilet pump displayed repeated ¿restart ilet 63¿ alerts associated with a haptic chip communications error, despite multiple restarts, and a replacement ilet was provided. Symptoms included no reported adverse health effects and blood glucose was reported as not impacted. Outcomes included continued use of the user¿s cgm with their phone or receiver and device replacement with instructions for data syncing and return. Investigation included remote troubleshooting, user education, and replacement logistics. Investigation of this device revealed a suspected internal communications malfunction involving the haptic subsystem consistent with a vibration i2c communications fault that was not resolved by user restarts. It was concluded that the cause was a device component malfunction related to internal communication failure.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."